Event description:
A male reported that he experienced "an infection" while using renu with moistureloc multi-purpose solution. The patient's doctor reported that the patient experienced a swollen upper lid (os) for two days and the symptom was getting worse. There was also white discharge noted. The patient was diagnosed with preseptal cellulitis. He was treated for four days in 2006, with oral zithromax and ocuflox antibiotic ophthalmic drops (tid). The patient recovered. The doctor did not relate this event to use of any specific product.

Manufacturer narrative:
Chemical testing of the returned sample showed the product met all shelf life limits. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.